Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) was hospitalized with a heart rate in the 30 beats per minute (bpm) range and the device could not be interrogated. It was noted that the patient was being monitored on telemetry which showed some occasional pacing spikes but no capture. Several troubleshooting options were attempted with the programmer to interrogate the device, with no resolution. It was also noted that there was no magnet response. The device was subsequently explanted and replaced with a non boston scientific device; therefore, it was unknown if the explanted device would be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.